Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal due to nonunion at fracture site. Surgeon removed an ex tibial nail and 4 interlocking screws. Patient was revised to another companies products. No further information provided. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 44mm for im nails this is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device was not received for investigation. The images were reviewed, and the complaint condition is not confirmed. After review of the x-rays provided, one tibial nail is present with no signs of issue with it, it is located in the tibial area. The nail does not appear to have any defect or malfunction that could contribute to the nonunion condition. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A manufacturing record evaluation cannot be performed due to lack of lot number. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.